Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that prior to the first pass with the retriever device to treat the occluded right middle cerebral artery (mca) m1 segment, vasospasm occurred requiring the physician to administer 10mg of verapamil to the internal carotid artery (ica). The study facility indicated that the vasospasm was caused by the balloon guide catheter as well as to the procedure. At 24 hours post the thrombectomy procedure, the patient was assessed having a nihss of 15. The patient was discharged approximately 4 days post the index procedure to a rehab facility having a nihss of 10. At 90 days follow up visit, the patient was still in a rehab facility and confirmed having a mrs of 4. Further follow up by the study facility reported that the patient had died without no known events leading up to the death. No further information is available.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not reported and/or could be obtained. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vasospasm and patient outcome of death are known risks associated with endovascular procedures and is noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that prior to the first pass with the retriever device to treat the occluded right middle cerebral artery (mca) m1 segment, vasospasm occurred requiring the physician to administer 10mg of verapamil to the internal carotid artery (ica). The study facility indicated that the vasospasm was caused by the balloon guide catheter as well as to the procedure. At 24 hours post the thrombectomy procedure, the patient was assessed having a nihss of 15. The patient was discharged approximately 4 days post the index procedure to a rehab facility having a nihss of 10. At 90 days follow up visit, the patient was still in a rehab facility and confirmed having a mrs of 4. Further follow up by the study facility reported that the patient had died without no known events leading up to the death. No further information is available.